Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 2am, wife woke up and noticed that the patient withs mouth open, was making weird noises, moaning and clenching his teeth as if having a seizure. The patient's wife tried to wake him up but the patient was unresponsive. The wife looked at the dexcom reading and it was 88 mg/dl, she took a bg reading which was 38 mg/dl. She tried to give him orange juice, but because the patient was unresponsive, he couldn't take any food or liquid. The wife then called 911 because they don't have a glucose pen (glucagon) at home. When they arrived (at this point bg and cgm reading was unknown) they gave him a big dose (unknown exact dosage) of IV glucose. The patient regained consciousness and his wife gave him peanut butter and jelly sandwich. The patient felt fine after the event. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.